Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom "false 'downstream occlusion' alarms". The evaluation found that the downstream readings with a fluid filled set loaded were above specification, making the pump more sensitive to false ''downstream occlusion'' alarms. The device was reworked to resolve the issue.

Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device falsely alarmed "downstream occlusion". There was no patient involvement.